Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('dislocated left essure device') in an adult female patient who had essure (batch no. A78087, b30423) inserted for female sterilisation. The patient's medical history included adenotonsillitis, adenotonsillectomy, sore throat, swallowing difficult, pelvic pain, ovarian cyst, multigravida and multiparous. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with antibiotics and surgery (operative hysteroscopic sterilization, removal of dislocated device). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: on (B)(6) 2013: left: 8 coils, right: 2 coils. On (B)(6) 2013: left: 3 coils. Discrepancy noted: essure insertion date as per pif is (B)(6) 2013. Lot number: a78087, manufacture date: 2012-12, expiration date: 2015-12-31. Lot number: b30423, manufacture date: 2013-05, expiration date: 2016-05-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-apr-2021: quality safety evaluation of ptc. On 28-apr-2021: pif received: reporter and rcc added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ('dislocated left essure device') in an adult female patient who had essure (batch no. A78087, b30423) inserted for female sterilisation. The patient's medical history included adenotonsillitis, adenotonsillectomy, sore throat, swallowing difficult, pelvic pain, ovarian cyst, multigravida and multiparous. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with antibiotics and surgery (operative hysteroscopic sterilization, removal of dislocated device). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: on 15may2013: left: 8 coils, right: 2 coils. On 04sep2013: left: 3 coils. Lot number: a78087, b30423. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.